Manufacturer narrative:
The device has not been sent to the manufacturer for eval. No product malfunction/deficiency has been identified.

Event description:
Reild syndrome (ascites and increase in br) [hepatotoxicity]. Case description: initial info received on 06/08/2015: this is a spontaneous case report received by a healthcare professional and which concerned a (B)(6) male pt affected by multifocal bilobar hepatocellular carcinoma (hcc). Pt's medical history included hcc (diagnosed by an MRI on (B)(6) 2015), liver cirrhosis ((B)(6) infection and alcohol) with portal hypertension characterized by child a ecog 0, with no decompensations. Liver lesion was detected by us screening in (B)(6) 2014, since then, the pt had stopped drinking. Pt's concomitant treatments were solgol (naldolol) 40 mg and lorazepam. He also received sorafenib from (B)(6) 2014 to (B)(6) 2015, which had been discontinued because of poor tolerance. On (B)(6) 2015, the pt underwent transarterial radioembolization (tare) procedure with therasphere for the treatment of multifocal bilobar hcc. The pt received 2 vials of therasphere, 1 vial model t767 (admin set lot number: 1599082 (37), date of manufacturing 04/12/2015) and 1 vial model r892 (admin set lot number 1599076 (109), date of manufacturing 04/05/2015). In the first laboratory test control, on (B)(6) 2015, one week after the pt underwent tare procedure, total bilirubin level was 2.4 mg/dl (normal range not provided), whereas 2 weeks before treatment, total bilirubin was 1.5 mg/dl (normal range not provided). This value increased during the following weeks and 6 weeks after treatment, total bilirubin level was 4.3 mg/dl (normal range not provided). On (B)(6) 2015, 4 weeks after tare, an angioct was performed and showed ascites (grade ii) leading to symptomatic dilutional hyponatremia, requiring paracentesis. Ascites and increased bilirubin were diagnosed as reild(radioembolization-included liver disease) syndrome. The last blood tests (6 weeks after tare) showed: platelets: 51 x 10^9/l (normal range not provided); prothrombin time ratio: 1,6 (normal range not provided); ast: 74 u/l (normal range not provided); alt: 49 u/l (normal range not provided); alkaline phosphatase: 147 u/l (normal range not provided); ggt: 118 u/l (normal range not provided); direct bilirubin: 2,4 mg/dl (normal range not provided); ldh: 236 u/l (normal range not provided); serum albumin: 26, 6 g/l (normal range not provided); alpha fetoprotein: 20,9 iu/ml (normal range not provided). At the time of this report, the pt remained symptomatic with overall poor condition. The reporter assessed the events as related to therasphere administration because the pt did not present ascites before the product administration and his bilirubin level were lower. Case comment: reild syndrome (ascites and increased bilirubin) is considered unlisted according to the therasphere instructions for use. However, the risk of liver function impairment (which can include ascites and increased bilirubin( is listed. Blood bilirubin increase, ascites and symptomatic dilutional hyponatremia are symptoms of both reild and hepatic failure due to various reasons, without a tissue diagnosis, it is not possible to ascertain whether or not reild occurred. The symptoms could related to a diagnosis of reild, but it could also be decompensation of cirrhosis due to inadvertent treatment of too much non-tumor liver tissue. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.